Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws had no signs of usage. The cold jaw silicon was peeling along the tip and sides. The cannula was received separately. There was no evidence of blood. The cannula handle was opened up and it was found that there was a piece of plastic debris near the tool opening. Based upon the visual observations, the reported complaint for "silicon coating peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot peeled off and the hemopro was difficult to insert into the cannula. The harvester used lube to get the hemopro into the cannula and completed the case with the reported device. There were no pt effects. The product was returned.